Event description:
A medtronic rep reported that on the small percutaneous reference cross pin spine frame the teeth were stripped and slips out of place easily. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Serial number or lot number not available at time of this report. Device manufacture date dependent on lot number. Part has not been returned to MFR for eval.